Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.

Manufacturer narrative:
A service technician visually inspected the device per qip-0817 rev e. The device was tested with a shop use handpiece. After a one minute cut test, the handpiece reached a temperature of 105 degrees f with a temperature rise of 21 degrees; the maximum temperature per qip is 122 degrees f and the maximum temperature rise is 34 degrees. The device was forwarded to a diagnostic engineer and he agreed with the technician. Since this product is not a repairable item, it was disposed of by the manufacturer facility and not returned to the healthcare facility.

Event description:
The device was returned to stryker instruments for service. During functional testing by a service technician, it was found that the device was overheating. No medical intervention and no adverse consequences were reported with this event. As this event occurred during testing at the manufacturer facility, there was no patient involvement and no delay to a surgical procedure.